Manufacturer narrative:
The complaint device was not returned to bsc. The primary reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance values and noise during upper body movements. A partial fracture is suspected as the patient had engaged in a bench press. The patient underwent a surgical intervention to abandon the lead and remove the device, and a new system was implanted on the left side of the chest. No additional adverse patient effects were reported.